Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to experiencing a high blood glucose (bg) level of 630 mg/dl resulting in a hospitalization, ketones levels at the time of the event were moderate. The suspected cause of high bg was thought to be related to the pump malfunctioning. The customer delivered correction boluses via the pump to address bg prior to the hospitalization. While hospitalized, the customer was treated with intravenous therapy of saline and insulin. A system check was performed and no issues were identified with the pump, cartridge, insulin, infusion set tubing, or infusion set cannula at the time of the event. The customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage sustained.